Event description:
It appears an ipp devide was previously implanted, patient name, doctor's name, date and surgical details not indicated. Now, it appears the entire device was removed, no reason indicated. Unable to obtain additional info.